Event description:
The facility reported a flo-gard infusion pump with a constant false air alarm. This condition was discovered during programming/set-up in the facility's oncology care area. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
Evaluation summary: indentations in the free margins of leaflet 1 and 2 at commissure2 are evident; folds and creases are also noted in leaflets. Such characteristics are typical to those made by a suture loop; however a suture track was not detected. Thus the disruptions may have been caused by a chordae tendineae. No other inconsistencies detected or in the x-ray. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Customer letter with DHR and evaluation results provided to customer. Suture loop or chordae tendinae.

Manufacturer narrative:
Images provided were too blurred to make any assessment. Requested and received additional images on 05/10/2010. No pt history, condition or operative report has been provided. Device to be returned for evaluation. Customer letter requested.05/27/2010 requested sales to get a copy of the tee (on cd), copy of the operative report ((B) (6)), and a patient history at time of implant. Response was that patient history needs to have authorization from the doctor or patient. Waiting for further response.this was determined reportable per edwards lifesciences procedures.the DHR has been started. Device has not been returned.

Event description:
Reportedly, the device was explanted at implant due to mitral regurgitation. Per the cer: "after implantation, it shows severe mr on tee report. Surgeon took out the valve and suspect one leaflet looks like prolapsed."